Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon fired six clips from the er320 on the cystic duct. None closed completely, even when handle on device was bottomed out. Another er320 was opened to complete the case without incident. There was no consequence to the patient.